Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow/black particles in the surface of the device and yellow particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify two creases smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: two crease smooth opening on posterior side assessed to a fold flaw opening.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.